Event description:
Venogram was performed & showed blockage in right brachialcephalic vein. Access to vein was the right basilic vein to place stent in the blockage area. The balloon catheter was placed & ruptured at approximately 6 atmospheres of pressure. Discovered resistance when withdrewing the balloon. Balloon separated from catheter. Attempted several times to retrieve remainder of balloon. Fragmented portion of the balloon remains in the pt.